Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins) for cervical radiculopathy. It was reported that the rep was getting ready to replace the patient¿s ins on (B)(6) 2017 with a different model. The reason for the replacement was that the patient had two or three overdischarges and the doctor elected to replace the ins. The patient met with another rep over a year prior to (B)(6) 2017 in regards to the overdischarge scenario. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device was not recharging.